Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are attributable to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted due to no hearing benefit, which was likely caused by a migration of the floating mass transducer from its intended position. The reported cholesteatoma might have contributed to the migration. This is a final report.

Event description:
Since (B)(6) 2024, the auditory impression with the device has been strongly changed - everything seems to be much quieter. The user has been re-implanted and is doing well with the new device.

Event description:
Since (B)(6) 2024, the auditory impression with the device has been strongly changed - everything seems to be much quieter. The user has been re-implanted and is doing well with the new device. Despite being requested the device has not been received for investigation.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to no hearing benefit, which was likely caused by a migration of the floating mass transducer from its intended position. The explanted device has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2024, the auditory impression with the device has been strongly changed - everything seems to be much quieter.